Manufacturer narrative:
Insulin pump was received with compromised force sensor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/delivery test due to cracked end cap. Unit had missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime and was not able to rewind. Customer states drive support cap appeared normal. Customer's blood glucose dropped to 33 mg/dl, and was treated with juice. Customer's blood glucose elevated to 245 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.